Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex (cx) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated in the cx artery and it ruptured. The procedure was complete with a different device. No patient complications were reported.